Event description:
On (B)(6) 2003, the plaintiff was implanted with an ams sparc sling to treat her stress urinary incontinence. It was alleged by the plaintiff's attorney that the plaintiff experienced, "severe and permanent bodily injuries and significant mental and physical pain and suffering," it was also alleged that the plaintiff has "undergone medical treatment and has undergone corrective surgery and hospitalization." The plaintiff has undergone "extensive medical treatment, including, but not limited to, operations to locate and remove the product, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.